Manufacturer narrative:
Sections with additional information as of 19-jul-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and defect found - broken display. Test strips were also returned - test strips were not evaluated since the complaint is based on a meter evaluation for broken display. Root cause: rc-024: the meter has a broken lcd display due to user mechanical stress. The meter is not reportable because, the meter safety trace has been activated and it will not run a blood glucose test.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms and meter displaying = = =. Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the true metrix air meter was displaying six dashes (===). Coordinator had initially spoken with customer and customer had stated she had a headache and felt like vomiting. Customer stated to coordinator that she had contacted her doctor. Customer's information was provided to technician who had contacted customer later the same day. Customer stated she believed her headaches were due to her blood glucose being low, and had drank orange juice that morning after breakfast. Customer also stated that she took long-acting insulin that morning before breakfast. Customer stated the true metrix air meter had not been working for almost two weeks. Customer had confirmed she had contacted her doctor, both on (B)(6) 2021 and over the weekend. Customer stated she had gone to see her doctor that day ((B)(6) 2021); customer's blood glucose test result at the doctor's had been around 500 mg/dl non-fasting. Customer was diagnosed with hyperglycemia and treated with fast-acting and long-acting insulin (2 shots). Customer did not report any changes made to her medical treatment plan. At the time of the call with technician, the customer felt well and did not report any symptoms.